Manufacturer narrative:
A.1.-a.5. There was no patient involvement. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message (unknown code number) and did not read that the machine was empty. The issue occurred during priming. There was no patient involvement.

Manufacturer narrative:
H11: through follow up communications with field service representative dispatched at customer¿s site, livanova learnt that reported alarm indicates that the stirrer motor is not submerged in water, which is triggered in normal operation if the machine is left empty or ran with too low of levels (filling very slowly). The unit was tested without finding any deviation during troubleshooting and it was sent back to customer in its expected functions. Based on additional information received, present case was re-assessed as a not reportable event, since no reportable malfunction occurred (i.e. The event could not result in patient injury or death if it recurs).

Event description:
See initial report.